Event description:
It was reported on (B)(6) 2026 that (B)(6) called in and stated a silent nite device fractured. Additional information received reported that the device had a broken anchor which occurred in march, but the exact date is unknown. The 42-year-old, female patient did not report any injury or adverse outcome, no medical intervention was performed and the patient stopped using the device the day it broke. It is unknown if the patient was sleeping when the device broke.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Patients race was reported as polish manufacturer reference #:(B)(4).